Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged two days post-implant. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.